Manufacturer narrative:
A breath delivery flow sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure investigation: investigation: the breath delivery (bd) printed circuit board (pcb) was returned for failure investigation. The part was visually inspected and functionally tested. During testing for a minimum of 24 hours, there were no alarms or errors observed. Conclusion: the reported event could not be replicated. There was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at the time of the event the ventilator began alarming and then became inoperable. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient had moderate increased work of breathing and took some time to recover once placed on the new ventilator. However, the patient did not desaturate and vitals remained stable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator was inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory log. The se replaced the o2 flow sensor, o2 pressure solenoids (psols) and breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.